Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The distributer advised physio-control that the device was returned to physio for evaluation; however, the device could not be located. The device was not evaluated by physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no report of patient use associated with the reported event.